Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the old ins was replaced because it was 6 to 7 years old and no longer taking a charge. Patient would charge for hour s and hours, and ins would only charged 30%. They stated it would vibrate when charging, and it wasn¿t working like it once was. Patient mentioned went in to healthcare provider (hcp) office to be charged, and they were able to charge her but also had difficulty. It was noted even hcp charged it, patient wasn¿t able to use stim because it had to be turned down. It was mentioned it happened several months prior to replacement. No further compilation and no symptoms were reported.